Event description:
Additional information received reported that the lioresal therapy started 2010-(B)(4). There was no other medication in the pump system. It was noted that the patient was having worsening spasticity. It was noted that the catheter could not be aspirated. The location of the issue was reported as ¿pump/catheter connection.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis of the catheter (B)(4) found the sc connector had a non-significant indent in seal which did not affect infusion.

Event description:
It was reported that the patient¿s family felt the catheter never functioned correctly. It was noted that the patient was on high dose with ¿sometimes¿ little effect. It was reported that the patient¿s healthcare provider (hcp) did not notice anything wrong with catheter upon removal except for the connector. It was noted that when the hcp cut in spine both sides had good flow so the hcp questioned if it were the connector piece. It was reported that there was no patient injury and the patient recovered without sequelae. It was noted that the reason for catheter removal was ¿other¿. It was reported that a rotor study was not performed. It was noted that a dye study was performed. It was reported that the results were could not aspirate; ¿didn¿t continue¿. It was later reported that the patient¿s catheter was replaced. It was noted that there was nothing noticeable wrong with the catheter removed, but the healthcare provider (hcp) thought maybe it was the connector piece. It was reported that the patient was doing well. It was reported that the patient was doing well. It was noted that the pump was used to infuse a unknown drug. Additional information has been requested, but it was not available as of the date of this report.